Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic bariatric sleeve procedure, while on the stomach, the surgeon fired 2 reloads, grasped the tissue, hit the green button but the device handle would not move to fire. They loaded it with another black reload and do the same step, but still it would not fire. They used a new handle and black reload with no issues. After the case was completed, they tried to put a purple reload on the handle in question and it fired, but when they connected again a black reload, it still would not fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally, the reloads were loaded into the listed instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.